Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, functional testing could not be performed. Visual inspection of the customer provided images identifies a quantum unit and shows a quantum unit with f4 fault displayed on the screen. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an ankle arthroscopy, the quantum controller showed a f4 error. It was not reported if there were any delays in a surgical procedure or if a smith & nephew device was available. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.